Event description:
Boston scientific received information that during a device replacement procedure, this right ventricular lead displayed increased r-waves and pacing impedance measurements were high out of range. A replacement procedure was performed. This lead was surgically abandoned and replaced. The patient has an intrinsic heart rhythm and has not experienced any adverse patient effects. It was suspected this reported clinical allegation was due to a short circuit in the device.

Manufacturer narrative:
As this lead was surgically abandoned, boston scientific cannot confirm nor deny this reported clinical allegation. Should additional information become available, this event will be updated.